Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
A phone call was made to the customer in order to follow up on a previous call she had made to report high blood glucose levels. The customer stated that she ended up going to the emergency room after that phone call, but she declined to provide any information about the event.